Manufacturer narrative:
(B)(4).

Event description:
It was initially reported an alarm was heard, but the physician was unable to obtain telemetry when the patient came to the physician's office. The patient experienced withdrawal symptoms. The patient heard the alarm for approximately 1.5 weeks but did not realize the sound was coming from the pump. It was later reported the pump "was fine." There was "no problem" interrogating the pump. It was believed there could have been a programmer use issue when telemetry could not be obtained earlier. The pump was replaced with a smaller 20 ml pump only because the patient wanted a smaller pump; there was no issue with the pump. The pump was not alarming when interrogated. No event logs were available. Additional information received on (B)(6) 2011 indicated the pump contained morphine. The patient experienced increased pain. The reporter indicated the issue with the pump was "premature battery depletion." The battery issue was "possibly due to electrocautery for another surgical procedure. A (B)(6) study revealed an intact catheter. Following pump replacement, the patient recovered without sequelae.